Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases, wear abrasion, brown particles on shell, and partial delamination of orientation dot. It was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis, the final assessment is delamination of orientation dot assessed as adhesive failure.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported removal of "textured implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional additionally reported right side removal for "textured implant." Device has been explanted.